Manufacturer narrative:
The first date after 'out qat' was 5th march 2006 with the device recording three successful manual power ups. Between the 5th september 2010 and the 31st october 2010 the device recorded weekly self-test fails due to a low battery. Further self-test fails were recorded due to a low battery between the 25th november 2012 and 1st september 2013. Further manual power ups were recorded up to the 4th october 2015. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log. The measurements taken would indicate a failing membrane. The reported fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.